Event description:
Additional information was received that the patient was believed to have had an appropriate shock for a ventricular fibrillation (vf) episode. No further information was able to be obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the patient expired approximately two and a half years later. The device was returned for analysis.

Event description:
Boston scientific received information that the patient had a syncopal episode, no additional information for the cause was reported at the time. Patient presented to the local hospital where the device was evaluated. The physician had inquired why there were so many non-sustained ventricular tachycardia (vt) episodes being displayed with the current programming. The max tracking rate was set to 130. Boston scientific technical services (ts) explained, if device gets into duration before dropping out, the last 4 beats of duration are averaged which could yield average rate below the rate cut off. A request for additional information regarding patient outcome was sent.

Manufacturer narrative:
This report will be updated if additional information is received.